Manufacturer narrative:
Patient information was not provided. Sorin group received a report that two dilators split as they were being inserted into the vein. The product was not used for the procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that two dilators split as they were being inserted into the vein. The product was not used for the procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group received a report that two dilators split as they were being inserted into the vein. The product was not used for the procedure. There was no report of patient injury. A total of 8 dilators were returned to sorin group for evaluation. Visual inspection of the returned devices found that the dilators were split with an uneven and rough cut which originated at the distal tip of the dilators. Two dilator kits and ten 24 fr dilators were pulled from inventory for further evaluation. Multiple tests were conducted to attempt to duplicate the splits, including cutting with a scalpel and the guide wire from the dilator kit. The unique damage seen in the returned dilators was only replicated during the test with the guide wire. The guide wire was pulled after being weaved through the interior of the dilators from inventory and folded back over the distal tip. Pulling the guide wire with a force ranging from 11-20 pounds would cause the wire to cut into the dilator tip, leaving the same type of cuts seen in the returned product. The cuts created using a scalpel did not resemble the cuts on the returned product. Based on the findings above, it has been concluded that the splits were caused by user error when inserting the guide wire/dilator into the vessel. According to the instructions for use, the guide wire is to be inserted through the tip of the needle provided in the kit to the appropriate length into the vessel, utilizing the needle to keep the wire straight as it is inserted. This product is inspected before it is prepared for shipping, and the guide wire is packaged separately from the dilators. No trend for this type of issue has been identified. This is the first reported complaint of its kind. The market will be monitored for additional complaints related to this issue.